Manufacturer narrative:
The device was returned. During evaluation at the repair center, foreign materials were not found in the air/water supply tube and so the customer allegation was not confirmed. It was noted that the nozzle was deformed. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, there was foreign material present in the air/water tube of the colonovideoscope. The issue was found during reprocessing after completion of an enteroscopy procedure. The customer did not know what the foreign material was. The clogged scope was not used for the next procedure. The user could reprocess the device following the correct procedures. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the air/water channel could not be confirmed and a definitive root cause could not be determined, however, physical damage/deformation of the air/water nozzle was observed that may have prevented proper reprocessing. The event can be detected/prevent by following the instructions for use sections below: ¿evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection¿. ¿instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures¿. Olympus will continue to monitor field performance for this device.